Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Batch: 223743.

Event description:
It was reported that the patient was experiencing some bleeding and feeling as if the bandage was bloodied. The patient was experiencing swelling and pain at the midline incision. It was unknown what caused the infection. The patient was prescribed with antibiotic. Additional information was received that the patient underwent a lead and implantable pulse generator (ipg) replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively, and the explanted devices will not be returned per hospital policy.

Event description:
It was reported that the patient was experiencing some bleeding and feeling as if the bandage was bloodied. The patient was experiencing swelling and pain at the midline incision. It was unknown was caused the infection. The patient was prescribed with antibiotic.

Manufacturer narrative:
D2b: (B)(6). Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6)/(B)(6)/(B)(6). Batch: (B)(6)/(B)(6)/(B)(6).